Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic removal of ovarian cyst, upon suturing the ovary, the needle and thread detached. Another suture was opened to continue the procedure. There was no patient injury.